Event description:
Pt scheduled for ventricular lead and pulse generator replacement. Ventricular lead replacement secondary to unacceptable thresholds. Pulse generator replacement secondary to eri (elective replacement indicator).